Event description:
No additional information was received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: phenomenon 1: there was corrosion in coupler and cable unit. Phenomenon 2: due to poor watertightness of cable unit, water tightness was lost. A root cause could not be identified. Based on the results of the investigation, it is likely that damage to the board unit ultimately led to the endoscopic image failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had no image. There were no reports of patient harm.